Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused death. The patient's spouse alleged that the patient experienced heart issues, renal failure and congestive heart failure. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. Brand name was corrected to reflect the device being a philips CPAP device as no device information is available

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused many issues. The patient did not report to receive medical intervention. The patient is 30-40 years of age. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow-up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Corrective information was provided in b.7 section (in previous MDR "patient's spouse alleged that the patient had open heart surgery in the past." Was not included) and section h6 updated in this report.